Event description:
It was reported that the pt had the iab placed after aortic valve replacement and CABG in 2001. Four days later the pump alarmed and blood was noted in the helium tubing. The pump was turned off and a second iab was placed without any difficulty. The pt continued to fail and was placed on r&l ventricular assist, and the second iab was removed. The pt expired 3 days later and the results of the autopsy are not available.